Manufacturer narrative:
All available information was investigated and the reported difficulty removing the cds from the sgc was confirmed via retuned device analysis and observed the alignment markers to be misaligned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing the cds from the sgc appears to be due to the observed misaligned alignment marker of the cds. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 2. Upon retracting the clip delivery system (cds), the cds became stuck inside the sleeve of the steerable guide catheter (sgc). The cds was unable to removed. Therefore, the physician decided to remove sgc with the cds still stuck in the catheter. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.